Manufacturer narrative:
The guide wire was trapped in the balloon and would not advance or retract. Physician had to remove the entire system. The rewiring of the lesion resulted in prolongation of the case. There was no clinical injury reported by the hospital. (B)(4). The angiosculpt device and the guide wire were returned for eval. Evidence of laceration from the ex port to the proximal bond suggest a guide wire prolapse occurred. The returned guide wire was able to be removed from the angiosculpt device. Guide wire prolapse is a possible occurrence during the procedure as listed in the angiosculpt ptca scoring balloon catheter instructions for use (IFU).

Event description:
Physician treated left anterior descending (lad) artery. After two inflations, the guide wire was trapped in the angiosculpt device. Physician removed the guide wire and the angiosculpt device. Physician inserted a new guide wire and a new angiosculpt device to successfully treat pt. No pt injury reported.